Event description:
Patient presented with symptoms of progressive angina and chest pain at rest. After pre-dilatation with a 2.0mm diameter ptca balloon, a 2.5mm diameter by 18mm length s660 stent delivery system was inserted for treatment of two 99% lesions in the proximal right coronary artery. It was not possible for the stent to advance across the calcified target lesion. During the removal of the stent delivery system, the stent dislodged from the delivery balloon in the proximal vessel. The physician attempted to retrieve the undeployed stent with the delivery balloon, however this was unsuccessful. Subsequently, the right coronary artery occluded and the patient developed more pain, therefore, the patient was sent for urgent coronary bypass surgery. The patient had narrowing in the origins of the obtuse marginal, ramus, and diagonal arteries. The patient reportedly was fine after bypass surgery. The calcification in the artery and the lesion not being pre-dilated 1:1 contributed to the stent dislodgement.